Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was pulled and reviewed. Testing of device proves flow rate error of pump, will be pushed to CAPA for further investigation.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported that the pump alarmed that the infusion was complete per but about half of the medication was still in the bag. The patient dropped the pump at some point. Medication being infused is unknown. No patient injury reported.